Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('hysterectomy') and autoimmune thyroiditis ('autoimmune disease-hashimoto's thyroiditis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and experienced autoimmune thyroiditis (seriousness criterion medically significant), mood swings ("altering mood swings"), depression ("depressed") and irritability ("snappy"). The patient was treated with surgery (leaving ovaries). Essure was removed. At the time of the report, the autoimmune thyroiditis, mood swings, depression and irritability was resolving. The reporter considered autoimmune thyroiditis, depression, hysterectomy, irritability and mood swings to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event hysterectomy added. Outcome of previous events were updated to recovering. New reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.